Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they haven't been using the stimulator because it wasn't doing them good. Patient noted that the doctor said to come in and talk to them about removal instead of having everything replaced. Additional information was received from the patient. Patient mentioned that after multiple adjustments made to the implant programming, it never addressed the pain it was meant to. Pt mentioned rep stopped taking patient calls. Pt also mentioned that they stopped using/depending on implant for pain control and since they lost controller and other health issues, the implant must be removed. The explant is scheduled for (B)(6) 2025. Additional info received from hcp that the device was removed because it was not providing therapeutic benefit. Patient had discontinued use prior to removal due to a lack of improvement and increased pain that she attributed to the device. The device was explanted on (B)(6) 2025 and discarded. Following removal, the patient recovered and stated that the pain previously associated with the implant resolved. The patient¿s weight was not available. The device was discarded.